Manufacturer narrative:
(B)(4). Batch # unknown. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one pxw35 device was returned without apparent damage outside of its opened packaging. Package and device were visually inspected, and no anomalies were observed. The seal area was complete showing that there was a correct seal. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no anomalies on the seal were noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that pre-op to the unknown procedure, the product packaging was unsealed. There were no patient consequences.